Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, the cartridge and the syringe needle were changed to address the issue. There was no impact to customer¿s blood glucose.